Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant procedure the lead exhibited high impedance when connected to the implantable cardioverter defibrillator (ICD). The connection was attempted three times, with the third attempt being successful and the impedance within acceptable range. It was noted that the physician had not checked the indicator ring on the lead during the procedure. The lead and ICD remain in use. No patient complications have been reported as a result of this event.